Event description:
The lay user/patient in (B)(6) reported blood glucose values of "93 mg/dl and 76 mg/dl" with the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=15% and/ or <=12 mg/dl. There was no injury and no treatment associated with this issue, however, this complaint is being reported because the subject device did not meet lfs's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips were returned respectively on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter and test strips passed all testing with no faults found, the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.